Manufacturer narrative:
H2, h6 updated. The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imagery evaluation showed calcification in ascending aorta and aorta root. A device history record (DHR) review and lot history review was not able to be performed due to limited information about the device an existing technical summary captures the manufacturing mitigation and a complaint history review is not required due to the technical summary. No IFU/training deficiencies were identified during review of the instructions documented in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for failure balloon burst and withdraw catheter through vasculature / sheath - difficult or inability to withdraw system through sheath vasculature were unable to be confirmed as no device or relevant imagery was provided for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing non-conformance could not be determined. An in-depth root cause analysis on balloon bursts in a calcified landing zone has been documented in an existing technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case, the patient had severely calcified aorta root and ascending aorta, and the balloon rupture upon successful valve deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Device not returned. Investigation is ongoing h3 other text : device not returned.

Event description:
As reported, there was circumferential delivery system balloon rupture upon successful valve deployment and a 16f sheath was prepared to assist in removal of the distal portion of the ruptured balloon, the damaged delivery system was brought into right common femoral artery but could not be removed, so a non edwards occlusion balloon was placed in the abdominal aorta and inflated, the delivery system was then removed via cut down. Post removal of delivery system, it was discovered that the occlusion balloon had caused a rupture in the abdominal aorta and while going in to fix the rupture, holes were torn into the intestines due to an abdominal mesh that been absorbed into the digestive tract. The abdominal aorta was sutured and stented and the intestines were repaired.